Event description:
It was reported that this right ventricular (rv) lead was explanted due to it presenting noisy signals, with the root cause suspected to be a fracture. A new device was implanted. No additional patient effects were reported.